Event description:
It was reported that the patient presented for follow up in the clinic. It was noted that the right atrial (ra) lead exhibited high capture threshold. The ra lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.